Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in a coronary artery. A 2.25 x 28 synergy¿ drug-eluting stent was advanced to treat the lesion. However, after inflation was performed for stent deployment, there was no stent confirmed under fluoroscopy. Stent dislodgement was suspected and the physician found the dislodged stent in the tray. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was disposed of in the hospital and not returned for analysis. The stent was only returned. The stent was detached and separated from the sds (stent delivery system). The first three struts on one end did not show any signs of damage and the opposite three struts appeared to show minimal damage compared to the mid-section. The remaining struts were severely damaged; stretched, misaligned and flattened. Based on the type of damage evident, it is possible that the damage occurred during removal of the stent protector. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in a coronary artery. A 2.25 x 28 synergy¿ drug-eluting stent was advanced to treat the lesion. However, after inflation was performed for stent deployment, there was no stent confirmed under fluoroscopy. Stent dislodgement was suspected and the physician found the dislodged stent in the tray. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.